Event description:
A renegade micro catheter was used for embolization of the inferior gluteal artery for the purpose of blood stanching due to bleeding in the pelvis region. During the procedure, the shaft of the catheter broke inside the pt's body. Since the broken shaft did not separate from the catheter, the hospital was able to remove it.